Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds. Additional information obtained indicated that the patient had much higher lv threshold during routine follow up on the unipolar lead and was unable to do any reprogramming to improve. Moreover, this lv lead did not appear to be damaged or dislodged upon x-ray during procedure. This lv lead was abandoned surgically. No additional adverse patient effects were reported.